Event description:
Plaintiff alleges the development of a type I latex allergy after her exposure to latex gloves. Plaintiff alleges acute systemic changes and side effects consisting of contact dermatitis, respiratory distress, and pulmonary fibrosis and life threatening allergic reactions. As a further proximate cause of allergy, plaintiff alleges she has incurred economic damage including loss of income and will continue to suffer from a loss of income in the future.